Manufacturer narrative:
This event occured in (B)(6). No information was provided on the specific part number involved in this event.

Event description:
The customer alleged they received questionable free triiodothyronine (ft3), free thyroxine (ft4), and thyrotropin (tsh) results for one patient on their e411 analyzer. The patient's sample was repeated on a centaur analyzer. The patient's initial tsh result was 1.61 uiu/ml. The repeat result was 6.9 uiu/ml. The patient's initial ft4 result was 2.1 ng /dl. The repeat result was 0.9 ng/dl. The patient's initial ft3 result was 5.1 pg/ml. The repeat result was 3.1 pg/ml. The customer declined to provide information on whether any results were reported outside the laboratory. The customer declined to provide information on whether the patient was adversely affected by this event. The tsh, ft4, and ft3 reagent lot numbers and expiration dates were not provided.

Manufacturer narrative:
The customer returned a patient sample for investigation. An interfering factor to streptavidin was identified. This interference is documented in the product labeling.